Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to impedance > 3000. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 12 cm distal to the df4 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The rv shock coil, ring electrode and lead tip were found covered in fibrotic growth. Calcifications are known to cause high impedances, the fully calcified ring electrode is assumed to be the root cause of the reported high pacing impedance. Furthermore, the fixation and rv shock coil were found stretched and the conductor cables leading to the rv shock coil and ring electrode fractured between 16 and 15.5 cm proximal to the lead tip. These damages most likely occurred during the extraction procedure due tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.